Event description:
It was reported that during a rotator cuff surgery the front surface of the device has come loose/fallen off. No fragment remained inside the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-9831 serial/ batch number (B)(6) was received for evaluation. Visual evaluation revealed that the instrument's tip was partially peeling off and blackened. Functional testing was not performed as the device's tip was damaged, and the connector cable was cut before received for evaluation. The cause of the reported failure is product design/engineering. The material (316l ss) of the active electrode may yield when subjected to forces encountered during surgery, and the design allows for a small gap between the active electrode and ceramic components, which may contribute to the electrode bending during use. This issue was addressed through non-conformance.